Event description:
The customer reported discrepant troponin I (access accutni+3) results, for two patients, involving the unicel dxi 800 access immunoassay system. The customer stated both patients' initial results were released out of the laboratory and questioned by the nurse. The customer indicated there was no patient impacted associated with this event. Subsequent testing of both patients' samples, on the original and alternate instruments, produced lower results within the normal reference range of the assay. The patients' samples were collected in serum tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at ambient temperature. The customer indicated quality control (qc) is performed every 24 hours. No quality control issues were noted at the time of the event. The customer noted system check failed following the discrepant results. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed aspirate probe #2 failed the aspiration test due to faulty tubing. The fse replaced all three aspirate probe tubing and resolved the issue. The fse performed system check and a 20-replicate precision test; all test results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the aspirate probe tubing.